Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was thought the patient experienced twiddling approximately three months post implant. It was noted the right atrial (ra) and right ventricular (rv) leads had pulled back. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.